Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed which revealed a degraded piece of burned plastic inside the tubing. The cause of the burned plastic was determined to be from the extrusion process due to intrinsic particulate from pvc material that were burned when the tubing was extruded in the die set. There are controls in place for extrusion process that ensure the correct set ups for machines and preventive maintenance task to extruders. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a degraded piece of burned plastic was observed inside the tubing of clearlink continu-flo solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.